Manufacturer narrative:
The pump was received with missing segments due to cracked zebra connector at lcd board. The pump was received minor scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had several scratches on the display window. No further information provided.